Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific solyx midurethral sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a mesh implant on (B)(6) 2010 due to pelvic organ prolapse, vaginal vault prolapse, rectocele, stress urinary incontinence, and bladderneck hypermobility. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and abscessed colon. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.